Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was power turns on but the monitor does not show up. Per follow up information received via email on (B)(6) 2023. It was domestic repair. It was a control panel failure. It was waiting for hospital approval . Per sample evaluation results on (B)(6) 2023, it was reported that the defective circulating pump was confirmed.

Event description:
It was reported that the arctic sun device was power turns on but the monitor does not show up. Per follow up information received via email on 03jul2023. It was domestic repair. It was a control panel failure. It was waiting for hospital approval. Per sample evaluation results on 20sep2023, it was reported that the defective circulating pump was confirmed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed circulation pump. The device was evaluated. The circulation pump was found to be failed. The circulation pump assembly was replaced. The device passed all applicable testing and is ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.